Event description:
It was reported that the patient's device was interrogated and showed a low output current. Ohms law was applied in order to see if based on the programmed settings and impedance value if output current would be expected to be delivered. Lead impedance is a trimmed value during manufacturing test and verified at multiple impedance points to be +/- 11% of actual value. Additionally, per the design history file, 95% of generators measure impedance values within approximately +/- 10% when considering significant impedance values. The device was programmed to 3.25ma, normal mode and 3.25ma magnet mode and was unable to deliver the intended current (output status: low, output current delivered: 2.5ma). A generator at nominal performance would be expected to deliver a minimum of ¿3.83ma¿. The minimum output current that the generator is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is ¿2.91¿. The system diagnostic test provides a ¿current delivered¿ value (2.5ma) however according to the calculations a minimum of 2.91ma should have been able to be delivered. After applying ohms law, with the appropriate tolerances, it is expected that the device should have possibly been able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's device was replaced. The patient's device was reported to have been discarded, so device return is not expected.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently did not list the evaluation code.

Event description:
Per programming data, the low output current was also seen on the date of explant. Further review of the event indicated that a longer pulse width can result in a higher effective impedance compared to the measured impedance, resulting in diagnostic information indicating that the output current is not being delivered when it actually is being delivered.

Manufacturer narrative:
Relevant tests/laboratory data, including dates corrected data: follow-up report #3 inadvertently listed wrong date for diagnostic data.